Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, there was perforation observed which led to cardiac tamponade. Additional observation of noise with no pacing inhibition was also reported. Perforation was believed to be caused by the right ventricular (rv) lead with a slight chance from the left ventricular (lv) lead as well. An echocardiogram was taken which confirmed the perforation and a pericardiocentesis was performed thereafter. The patient appeared to be fine post-drainage. This rv lead remains in service. No additional adverse patient effects were reported.